Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he has been experiencing sensor reading discrepancies for 6 to 8 months and has insulin pump alarming for threshold suspend during the night. Customer stated that the day of the call, the sensor was reading low below 40 mg/dl but his blood glucose was 138 mg/dl. Customer received a calibration error. Current blood glucose was 130 mg/dl and sensor was reading 70 mg/dl. Customer was advised about the proper insertion and calibration process.